Event description:
It was found during investigation of a returned pump that the downstream occlusion sensor was defective. There was no reported patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. A visual inspection was performed, and no cut-off pressure alarm condition was confirmed. The event was investigated, and the root cause was identified as a defective dso sensor. The device underwent service, including planned replacement of the front and rear housing components. The issue resolution was verified by the technician. The device was subsequently subjected to functional and delivery testing to confirm performance. The device will be returned once all functional and accuracy tests meet specifications; otherwise, it will undergo further servicing.